Event description:
The following information was received from the field: during a coronary procedure the stent would not pass through a previous deployed stent in the left anterior descending (lad). The stent deformed by bending struts when crossing was being attempted. There was no reported patient injury. No additional information was given.